Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/30/2014 with the following findings: visual inspection revealed that the keypad cover was intact and free of damage. Evaluation revealed that all of the keypad buttons were intermittently responsive: the reported issue was not duplicated, as an over-responsive keypad condition was not observed. The keypad cover was removed, and evidence of contamination was found under all of the key contacts; the relation of this device failure to the reported issue could not be determined, as the reported issue would have to be duplicated to determine such. Unrelated to the reported issue, the display screen visual was dim and discolored due to an unidentified display failure.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were over-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.